Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 5177814.

Event description:
It was reported the pediatric patient implanted with the deep brain stimulation (dbs) system to mitigate epilepsy symptoms, had high impedances on the leads and experienced a loss of stimulation bringing a return of pre-implant seizure activity and overall discomfort. X-ray imaging taken in the field revealed fractured lead extensions, with the connector pulled apart from the extension wiring. The physician assessed that the extensive force of the seizures the patient did experience caused the lead extensions to fracture. Anti-epileptic medication was increased to regain seizure control and the patient underwent a revision procedure where the lead extensions were replaced. The patient did well post-operatively.

Manufacturer narrative:
Visual and x-ray inspection of the returned lead extensions nm-3138-55 serial (B)(6) and 5177814 confirmed the lead tails were completely pulled/separated from the connectors and was caused by excessive mechanical force exerted onto the lead extensions. A labeling review was performed and the instructions for use (IFU) state loss of adequate stimulation is a known risk of use with the deep brain stimulation (dbs) system. Additionally, the IFU indicates the intended use of the device is for levodopa responsive parkinsons disease that is not adequately controlled with medication, treatment of intractable primary and secondary dystonia for persons 7 years of age and older, and for the suppression of tremor that is not adequately controlled by medications in patients diagnosed with essential tremor or parkinsons disease. Therefore, with the objective observations from the field and the lab analysis, boston scientific concludes the reported loss of stimulation and lead extension fractures were likely caused by the excessive mechanical force of the patients seizures. However, the dbs system was used in an off-label, unapproved, contraindicated treatment of epilepsy in a pediatric patient.

Event description:
It was reported the pediatric patient implanted with the deep brain stimulation (dbs) system to mitigate epilepsy symptoms, had high impedances on the leads and experienced a loss of stimulation bringing a return of pre-implant seizure activity and overall discomfort. X-ray imaging taken in the field revealed fractured lead extensions, with the connector pulled apart from the extension wiring. The physician assessed that the extensive force of the seizures the patient did experience caused the lead extensions to fracture. Anti-epileptic medication was increased to regain seizure control and the patient underwent a revision procedure where the lead extensions were replaced. The patient did well post-operatively.